Manufacturer narrative:
A3b) patient gender - not available from facility. A4) patient weight - not available from facility. H3) the lld ez was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of lld devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a left ventricular (lv) lead due to non-function. A right ventricular (rv) and right atrial (ra) lead were present within the patient but were not targeted for extraction. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. Beginning with a spectranetics 12f glidelight laser sheath, along with a spectranetics small visisheath dilator sheath, advancement was made to the distal portion of the innominate just prior to the superior vena cava (svc). With traction from the lld ez, the lead retracted to the mid svc. Upsizing to a 14f glidelight, the lead was extracted; however, a pericardial effusion was detected via transesophageal echocardiogram (tee). Rescue efforts began, including pericardiocentesis. An rv perforation was suspected, but the patient stabilized and survived the procedure. This report captures the lld ez providing traction to the lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.